Event description:
The customer reported that he was placed in the ICU for nine days because the pod "stopped working". No specific device failure was reported, but doctors indicated that the pod had "malfunctioned." No details about the event or the device were provided. Attempts to contact the customer for additional information were unsuccessful. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No information about the customer's hospitalization or the pod involved was provided. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.